Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 220 mg/dl for approximately 2.5 hours after a supply change and meal announcement while newly using the ilet device. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention and no interruption of insulin delivery. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested expected glycemic variability during early device learning following a set change and meal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.